Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they were experiencing a change in efficacy. On(B)(6) 2024 the device was interrogated. On (B)(6) 2024 the device was interrogated, but they were unable to connect. They were having worsening bowel incontinence since the beginning of (B)(6) 2024 and they weren't feeling stimulation anymore. They tried using the patient's programmer, but they felt no change. The patient was interested in a MRI compatible device. The patient presented at the clinic with uti symptoms. They were unable to connect due to possible battery depletion. On (B)(6) 2024 they had their system replaced. It was probably that the event was related to the device or therapy. The issue was ongoing.

Event description:
Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): resolved without sequelae (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.